Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The patient reported that the pump was reading that it had more insulin in it than what was actually in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: during testing, no activity outside normal patient use was observed in the black box or download history. The remaining insulin was calculated accurately by performing a 10 unit normal bolus and a 10 unit audio bolus with a remaining insulin calculation done upon completion, (initial reading 186 -10-10=166 remaining) pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. Cartridge removed, and 20 units were visually confirmed remaining. No unexpected alarms occurred during testing. The complaint could not be duplicated or confirmed.